Manufacturer narrative:
Initial reporter zip: (B)(6). (B)(4).

Event description:
It was reported that during an anterior shoulder instability repair the surgeon had implanted the suture anchor starting in the 5 o'clock region of the glenoid. The anchor sutures broke when tying them down. The surgeon replaced the knot pusher after the first anchor. A back-up anchor was used to complete the surgery. The surgeon left the unloaded anchor in the patient. There was a twenty-five minute delay experienced and no report of patient injury.

Manufacturer narrative:
Devices returned for evaluation on 24 march, 2016. (B)(4).

Manufacturer narrative:
Evaluation narrative - three requests were made for the return of the devices without any response. Should the devices be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).